Event description:
It was reported to philips that the system could not emit x-ray or store images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned vascular treatment. The procedure was aborted and completed by moving the patient to another room. The field service engineer (fse) visited the site and confirmed that the system could not emit x-ray or store images. Upon troubleshooting, the distributor philips field service engineer (fse) checked the system onsite and found that the operation indicator light on the host pc signaled a failure. To resolve the issue, fse replaced the host pc, reinstalled the system, and performed the necessary configurations. The defective parts were returned for analysis, for host pc no malfunction was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.